Event description:
A trilogy100 ventilator was returned to the manufacturer service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the manufacturer service center, error codes (internal li-ion battery permanent failure) (internal battery low state of health) were found in the ventilator's downloaded error log. The device powered on and operated as it should. The device's internal battery needs to be replaced to address the issue. The device was scrapped.